Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 02/17/2015.

Event description:
Per additional information received,drawing sensation to her bladder which occurs at the end of urination - treated with macrobid. Bladder irritability, cystoscopic evaluation shows an erosion of the tvt tape on the right, lateral margin of the bladder - planned for excision under anesthesia. Underwent cystoscopy with excision of tension free vaginal tape for bladder foreign body (tension free vaginal tape) findings: the tension free vaginal tape, which had previously been seen to have eroded into the bladder wall along the right lateral side was no longer clearly visible. The mucosa over the site was slightly erythematous but showed evidence of healing. Yes. As per the available medical records the patient presented with complications such as persistent pelvic pain, urinary tract infection, voiding discomfort for which she was treated with medications during (B)(6) 2006 - (B)(6) 2006 and cystoscopy. On (B)(6) 2006 shows a concretion on the right lateral wall most likely attacks to the tension free vaginal tape on the side which is eroded into the wall bladder and she underwent excision of eroded right arm of tvt tape. Following the surgery, she continues to have suprapubic discomfort on the left of the incision site, urinary urgency incontinence, weeping from the incision site, intermittent suture abscess at wound site, urinary tract infection and was treated with medications during the time period (B)(6) 2006 - (B)(6) 2011 and she did not undergo any further additional surgeries.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).